Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent a kidney transplant in the operating room on (B)(6) 2024. The surgeon performed routine operations and, upon opening the package, found that the ureteral stent was bent in half and could not be used, so they replaced it immediately. No adverse effects were caused to the patient.

Event description:
It was reported that the patient underwent a kidney transplant in the operating room on (B)(6) 2024. The surgeon performed routine operations and, upon opening the package, found that the ureteral stent was bent in half and could not be used, so they replaced it immediately. No adverse effects were caused to the patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿inappropriate package design". However, there was insufficient information to confirm this potential root cause. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.